Event description:
It was reported that this patient was seen in the clinic for a two week post-operative check. Upon examination they found the right ventricular (rv) lead was not capturing at max output and the patient was experiencing pain during pacing when in certain positions. The clinic advised they will plan an echocardiogram, chest x-ray and likely a lead revision. It was noted on the electrocardiogram that there were supraventricular tachycardia (svt) episodes with slight variance in morphology, but all narrow complex. The patient was seen in the electrophysiology lab and it was confirmed under fluoroscopy that the patients rv lead was perforated. Subsequently, this rv lead was explanted and replaced. It was believed that after the initial implant the patient had a severe allergic reaction to the percocet which may have contributed to this lead issue. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as a lead revision procedure did take place and the lead was removed and returned for analysis. This supplemental report will include the device analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination confirmed the complete lead was returned with the helix in a fully retracted position; no anomalies were noted. Resistance testing verified the lead was electrically continuous and the internal insulation was intact. Lead perforation is a documented risk of lead implantation and no lead issues were identified during laboratory analysis that would have made this lead more susceptible to that risk.